Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The hdmi cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The cable was returned to the manufacturer. Functional testing and a visual and physical examination found that the component had no issues and performed within specifications.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while upgrading the software on the system, the manufacturer representative (mr) adjusted the position of the camera and the video input went out. The mr checked the seating of the hdmi cable in both the back of the monitor and the computer. The cable looked fine, but the mr was able to replicate the issue by manipulating the hdmi cord/ monitor arm. There was no patient present when this issue was identified.